Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from the supply line without a bag connected. This event occurred during peritoneal dialysis therapy while the patient was connected. The patient was using one bag and did not close the clamps on the unused supply lines, resulting in a leak. The technical service representative (tsr) assisted the patient in ending therapy. The tsr advised the patient to restart therapy with new supplies and to close clamps on lines not being used. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.